Event description:
Imperial eluvia study. It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) extending in to mid sfa with 90% stenosis. The lesion was 50 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii a lesion. The target lesion was treated with placement of a 7 mm x 60 mm eluvia stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel one day post index procedure. Post procedure event summary: on (B)(6) 2020, the subject presented with claudication symptoms and had undergone diagnostic tests which revealed restenosis in the right sfa. On (B)(6) 2021, 1688 days post index procedure, the subject presented to the hospital and subsequently got hospitalized with the complaints of claudication in the right leg after walking a few meters. Subsequently color duplex ultrasound was performed which revealed, renewed re-stenosis.on the same day, pre-interventional angiogram revealed long atherosclerotic changes in the superficial femoral artery; the stent in the middle section of the sfa was patent and at most moderate re-stenoses was noted; moderate to severe stenosis of the upstream proximal superficial femoral artery and primary finding of extremely severe filiform re-stenosis distal of the stent in the sense of renewed re-stenosis was noted. A patent popliteal artery, two vessel situation in the lower leg over the anterior tibial artery and fibular artery were also noted. On the same day, the 80% restenosis noted in the right sfa was treated by implantation of a 6x 60mm epic stent in the distal sfa followed by dilatation of the epic stent and the upstream lesions using a balloon measuring 5 mm with 10% residual stenosis (tvr).the subject was also treated by medication. The event was considered to be resolved on the same day. The subject was discharged from hospital with aspirin, plavix and with platelet aggregation inhibitors the following day. It was further reported that on (B)(6) 2020, color duplex ultrasound was performed which revealed the following: on the left, laminar flow with no turbulences. Consistent flow velocities of the common femoral artery, arterial peak flow (apf), superficial femoral artery and popliteal artery in the normal range, with a triphasic flow profile. Triphasic detection of the distal anterior tibial artery and posterior tibial artery. On the right, consistent flow velocities of the common femoral artery, apf proximal superficial femoral artery in the normal range, with a triphasic flow profile. Filiform flow in the middle third of the superficial femoral artery with flow acceleration to 4.2 m/s. Downstream superficial femoral artery and popliteal artery with reduced biphasic to triphasic flow detected. Biphasic detection of distal anterior tibial artery and posterior tibial artery. Based on these findings, the subject was recommended for digital subtraction angiography (dsa) with possible intervention on later date.

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in the(B)(6) on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) extending in to mid sfa with 90% stenosis. The lesion was 50 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii a lesion. The target lesion was treated with placement of a 7 mm x 60 mm eluvia stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel one day post index procedure. Post procedure event summary: on (B)(6) 2020, the subject presented with claudication symptoms and had undergone diagnostic tests which revealed restenosis in the right sfa. On (B)(6) 2021, 1688 days post index procedure, the subject presented to the hospital and subsequently got hospitalized with the complaints of claudication in the right leg after walking a few meters. Subsequently color duplex ultrasound was performed which revealed, renewed re-stenosis.on the same day, pre-interventional angiogram revealed long atherosclerotic changes in the superficial femoral artery; the stent in the middle section of the sfa was patent and at most moderate re-stenoses was noted; moderate to severe stenosis of the upstream proximal superficial femoral artery and primary finding of extremely severe filiform re-stenosis distal of the stent in the sense of renewed re-stenosis was noted. A patent popliteal artery, two vessel situation in the lower leg over the anterior tibial artery and fibular artery were also noted. On the same day, the 80% restenosis noted in the right sfa was treated by implantation of a 6x 60mm epic stent in the distal sfa followed by dilatation of the epic stent and the upstream lesions using a balloon measuring 5 mm with 10% residual stenosis (tvr).the subject was also treated by medication. The event was considered to be resolved on the same day. The subject was discharged from hospital with aspirin, plavix and with platelet aggregation inhibitors the following day.